Event description:
Female patient with neurologic impairment, a seizure disorder, and dysphagia was being ventilated with the viasys avea ventilator. Comprehensive critical care ventilation was being used. The ventilator screen froze with red light (status) displayed. Viasys avea ventilator not cycling with continuous alarm. The alarm was continuous after viasys avea ventilator restarted. Viasys avea ventilator removed from patient and replaced with another viasys avea ventilator. Patient unaffected by viasys avea ventilator malfunction.